Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the bottom of the y connector where the tube connects and the connector is falling off the tubing.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed the set was separated at the engagement between the bottom end of the y connector and the tubing. Further inspection of the separated tubing end showed insufficient solvent had been applied. Functional testing was not performed due to the obvious damage. The cause of the leak was the separation at the engagement of the bottom end of the y connector and tubing due to a manufacturing issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
No leak had been noted during priming. No patient harm was reported.